Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed in the dialysate. Test strips were used to confirm and the machine alarmed. Estimated blood loss was less than 300 ccs. The facility did not notice any cracks or other damage on the dialyzer. Treatment was completed upon re-setup with new supplies. Patient was in stable condition and no adverse events or medical intervention required. No product available for return, dialyzer sample was discarded.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.